Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to discharge. Complainant indicated that during subsequent functional testing, the malfunction was not duplicated. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect device. The customer responded back stating that the device no longer required repair. Despite our attempts to obtain more information from the customer, to date the customer has not responded.